Manufacturer narrative:
The reported events of failure to capture and low lead impedance were not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that during the procedure, the novel lead exhibited loss of capture and low pacing impedance. The novel lead was not implanted. The patient was stable throughout the procedure.